Manufacturer narrative:
A review of the stapler logs revealed the following: the logs show a sureform 60 stapler instrument (part #480460-12, lot #k11241128-0194) was installed on the system 5 times and fired 5 sureform 60 reloads (1 green, followed by 4 blue). On each install, the first clamp was successful, and the firing was completed with no pauses for compression. After the 5th firing, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
On 03/31/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: from staff: during a sleeve gastrectomy the surgical tech noted on the specimen that the staple was incomplete on a section. Surgeon was notified. Surgeon inspected remnant stomach for defects visually with gastroscope and laparoscope. Performed leak test. Delay in surgery equaled 20 minutes. From operative report: on examining specimen when removed from patient a disruption of portion of staple line was noted indicating possible stapler misfire. Corresponding portion of sleeve staple line oversewn with 2-0 vicryl. Egd leak test negative. When the specimen was visualized on the back table approximately the 3rd staple line was noted to be disrupted without any staples present and gastric specimen open/mucosa visualized. The sleeve staple line was closely examined, and no obvious staple line disruption was noted. Out of an abundance of caution the corresponding staple line on the sleeve was oversewn with 2-0 vicryl suture and partially buttressed with omentum. The sleeve was then submerged in normal saline and an egd leak test was performed which was negative and did not identify a leak from either mobilize the esophagus or gastric staple line. Intraluminally the esophagus was noted to be slightly patulous distally, ge [gastroesophageal] junction was found to be in the abdominal cavity, sleeve without evidence of narrowing. Irrigation was suctioned out of the abdomen and the staple line was again visualized; hemostasis was ascertained. Clips were placed on small oozing segments of the staple line distally. Follow-up with the surgeon provided the following details: it is unknown if any errors were displayed by the system. The procedure was completed robotically. No bleeding was reported from the staple line. No unplanned tissue removal occurred. No injury was reported to the patient. No clamping issues were reported prior to firing the stapler.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The customer initially provided the incorrect stapler lot number. The following is the correct stapler log review: a failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show part number: 480460-12, lot number: k11241128-0196, was installed on the system 8x and fired 6 reloads (1 black, followed by 5 blue). On install 1, the system failed to detect the reload color, and the user manually selected the black reload via the gemini user interface (gui) on the surgeon side console (ssc) touchpad. On installs 1, and 4-7, all clamps were successful, and the firings were each completed with no pauses for compression. On install 2, a blue reload was installed, however no clamping or firing was performed. On install 3, the first clamp was successful, and the firing was completed with 2 pauses for compression. On install 8, the first clamp was successful, however no firing was performed. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. The sureform 60 stapler instrument associated with this complaint was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. No product issue was identified.